Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The device was filled with 13500mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from june 21, 2019 - june 25, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed however the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.